Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist system. Section: general patient care consideration:s assess access site for bleeding and hematoma. Section: entering cardiac output: use of the repositioning sheath and peel-away introducer as noted in the impella IFU: remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site. Section: potential adverse events (united states) : as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the physician removed the intra-aortic balloon pump and .025 wire access due to bleeding and inadequate support. Reportedly the surgeon repaired the right femoral artery then inserted and activated the impella cp, when the peel away sheath was removed there was excessive bleeding. The patient was on bypass and was switched to venoarterial extracorporeal membrane oxygenation (va ECMO) with the impella. Low flows were reported during chest closure, as an attempt to improve the flows the physician switched to central cannulation, and called the case when they could not get the va ECMO to flow. The impella cp and va ECMO were both removed, and the sites closed. Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).